Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a consignment t-handle was broken during surgery. Surgeon was attempting to advance a canal finder down the patient's femur when the t-handle broke. The canal finder was attached to the t-handle. The surgeon struck the t-handle a few time with a mallet, splitting in half. The case was not delayed due to the broken instrument and all of the pieces were retrieved. No surgical delay.